Event description:
The account reported the bed exit alarm is very quiet. No patient injury reported.

Manufacturer narrative:
The technician found the bed exit external alarm is not functioning properly. The technician replaced the bed exit external alarm with housing to resolve the issue. Based on this information, no further action is required.